Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was able to confirm the reported complaint, as the device was found to be bent and deformed. A conclusive root cause of the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-01197 / 01681 / 01682). Product requested, not yet received.

Event description:
It was reported that during a tibial nail procedure, the guide wire and head were stuck together. It was noted that the guide wire was bent. The complication contributed to a three (3) hour delay in procedure.